Manufacturer narrative:
Hard knot in back. (B)(4).

Event description:
It was reported that since the pump was replaced the patient felt that the pump was not working. The patient described a feeling of being over then under medicated; drowsiness then euphoria. Sometimes in the morning, he hurts all over and can't keep his eyes open. Other days he wakes up and was not able to sleep for 40 hours. It was noted that these episodes occurred intermittently and randomly and usually followed some type of physical activity such as golf or yard work. The patient also felt a hard knot in his back near where the catheter goes into the epidural space. The physician gave the patient oral pills to supplement and set a bolus at 6am. Per the reporter, this "did not help a bit" and patient asked to stop tis. It was noted that the patient had an appointment to see the physician later in the week. The pump was used to deliver morphine. Per the hcp, the event was not attributed to the implanted device. The patient outcome was non-serious injury/illness.